Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-oct-2019 with the following findings:. During investigation, the battery compartment was cracked , the pump cover was removed. There was moisture corrosion located on the power flex connection. Black box verified 128 replace battery alarm on 6/12/2019.2. Investigation duplicated battery alarms when confirming the verified screen . Pump current draws were found to be high. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.